Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
It was reported that on an unknown date, the frn aiming arm and insertion handle were having issues. The static proximal screw had missed the nail on three consecutive cases.

Manufacturer narrative:
H11 additional narrative: added: d4 (lot, expiration date), g4 and h4 corrected: d1, d2, d4 (catalog, primary UDI number). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: the product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that the information such as the product code and lot number are visible for the aim-arm radioluc f/greater trochant fem and it was observed next to the mating device. However, with the evidence provide and given that the investigation was based on a photograph the reported allegation cannot be confirmed. Surgical technique se_824700 rev. Ae was reviewed and the following relevant statement was found at page 28: notes: do not exert forces on the aiming arm, protection sleeves and drill sleeves. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits. In order to ensure that the protection sleeve (03.045.019) is secure in the aiming arm, make sure it is positioned such that the triangle on the sleeve is facing in the direction of the opposite hole (i.e. If sleeve is inserted in the ¿dynamic¿ hole, it should be twisted and locked such that the triangle is facing the ¿static¿ hole and vice-versa). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the aim-arm radioluc f/greater trochant fem would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.033.003 lot # l971743 manufacturing site: werk hagendorf release to warehouse date: 04 feb 2019 expiration date: n/a supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.